Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of partcles in tubing / chamber and also alleged headache and cough . There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of partcles in tubing / chamber and also alleged headache and cough. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and indeterminate brown and black particles, black hair-like object and indeterminate brown contaminant in the bottom of blower, top of blower box, flow sensor seal, within blower box and air inlet. The manufacturer also found evidence of white dust-like particles, indeterminate yellow and grey flakes in the bottom enclosure, top of blower and within blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Tthe device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-191. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and indeterminate brown and black particles, dust, hair like objects, and flakes, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.